Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the same month as onset, the patient was hospitalized for the event. On an unreported date the same month, the patient began treatment with heparin, ceftazidime and amikacin (doses, frequencies, duration and routes of administration not reported) for the event. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.